Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported hypopyon formation following an intraocular lens (iol) implant procedure. The patient is currently under observation. Product sample is unavailable for return. Additional information has been requested.

Event description:
Additional information was received. Hyperemia was also reported. Bacteriological testing was performed and was negative. Symptoms recovered after initial medical treatment. Anterior chamber washout performed. The clinical judgment of the inflammation was determined to be non infectious. It was aseptic and reacted to a steroid treatment. In addition, the patient doesn't have any primary illness and it took more than two weeks for the inflammation to appear.

Event description:
Additional information was received indicating that the patient also experienced a decrease in vision. The patient was treated with medication and a vitrectomy was performed.

Manufacturer narrative:
Additional information: alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models.